Manufacturer narrative:
At this time, the suspect device has not been received by vyaire. If the suspect device is returned an evaluation will be performed and a supplemental report submitted.

Event description:
The customer reported that the plastic end piece of mouth guards, used for spirometry, came off in the patient's mouth. The customer was unaware if the patient bit down with their teeth, thus dislodging it. The customer tested other mouth guards and found them to be loose. The customer reported that their was no harm to the patient associated with the problem.